Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flicker, indentation in insertion tube, component failure of the outer tube, main body and crystallization on handle cover. A root cause could not be identified. Based on the results of the investigation, the most probable root cause of the malfunction image has stripes, image flickers is caused by a component failure of the universal cord and indentation in insertion tube is caused by component failure of the outer tube and crystallization on handle cover is caused by the component failure of main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image stripes. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.